Event description:
The customer stated, that she dropped the insulin pump and that afterwards, the audible tones on the insulin pump stopped working. The customer was instructed to stop using the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete ot the best of our knowledge.